Event description:
Additional information was received from the patient reporting that they have tried to adjust their stimulation themselves with limited success to try and resolve their stimulation being too strong and vibrating their whole body. It was stated that they had been talking about meeting with a manufacturing representative to adjust it, but they were having problems with the doctor's office making room for them. It was reported that they finally had an appointment next tuesday. It was reported that their issues with stimulation being too strong and vibrating their whole body had not yet been resolved, but they were hoping it would be soon. It was also mentioned that they had an appointment to see their neurosurgeon about a possible battery replacement, as they have had their device for nine years. The patient reporting their weight. No further complications were reported/anticipated.

Event description:
The patient reported that they accidentally let their implantable neurostimulator (ins) charge level deplete, but they were able to recharge the ins to full, and it is holding a charge. The patient noted that they have had their ins for 9 years, but after recharging the device, they began experiencing issues. The patient explained that the stimulation has been vibrating their whole body. They noted that the stimulation is so strong that it is making their nerves ¿scream.¿ the patient stated that they have decreased the stimulation multiple times, but they are still having issues; they cannot sleep, which is causing a lot of problems. They stated they needed to schedule an appointment to have their device adjusted. The patient was redirected to their healthcare provider. No further complications were reported. The patient was implanted for failed back surgery syndrome, chronic low back pain, and radiculopathy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.